Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor would not power on. Upon eval, the monitor failed to program during the flash memory test. Destructive testing revealed separation between the copper pad and the laminate of the flash bga component, u102, on computer analog (ca) the laminate of the bga occurred at pins vss, vcc, d13, d7, and a25. The cause of the failure to program is the separation of the copper pad and the laminate of the bga components. The root cause of the separation cannot be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that the monitor would not power on. The pt was issued a replacement monitor.